Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the power conversion enclosure was replaced. Other parts were also replaced as part of routine preventative maintenance. The imaging system then passed the system checkout and was found to be fully functional. Codes 10, 114, and 4307 apply to this testing. The power conversion enclosure was returned to the manufacturer for analysis. It was determined that there was an electrical failure /electrical short with this component. Codes 10, 120, and 4307 apply to this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system found during a planned maintenance. It was reported that there were parts needed to be replaced. No patient was present.